Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The subject device was manufactured on november 2023 based on the provided lot information, however an exact date is unknown (h4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported at the end of a diagnostic endobronchial ultrasound (ebus) procedure the balloon was no longer on the ultrasonic bronchofibervideoscope and fell off in the patient. The balloon was unable to be retrieved. An additional airway examination was done and there was no concern anything would happen. The patient was stable upon discharge from endoscopy.

Event description:
It was reported that prior to the scope being inserted into the endotracheal tube, lubricant was applied to the tip of the scope after the balloon was attached. A balloon applicator was not used to apply the balloon. Upon pre-use inspection, the scope appeared to be in good condition. The patient was intubated and sedated during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was manufactured in november 2023. Based on the results of the investigation, it is likely that the balloon did not deflate completely when the endoscope was withdrawn from the patient. Therefore, the event was attributed to user handling. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.